Event description:
Reporter stated that on (B)(6) 2011, she suctioned a pt's "bloody" mouth using a sage suction swab. Reportedly, the pt was (B)(6). After suctioning was completed, she stated she disconnected the suction swab from the suction line when she was splashed in the left eye with the pt's secretions. She stated she flushed her eye with water and went to the emergency room. She was prescribed a (B)(6) regimen of two medications which she stated she completed. Reporter indicated she did not know what caused the event to occur. It was reported that although facility protocol dictated use of safety goggles, she was not wearing eye protection at the time of event. Reportedly, the suction swab was discarded. Lot info was not available from reporter. Though requested, no add'l info was provided.